Event description:
The physician was attempting to treat a lesion in the superficial femoral artery. When device was pulled out to be cleaned it was noticed that there was a split in the nose cone. Physician put device to the side and used a turbohawk device to finish the case. No injury to patient was reported. Evaluation summary the hawkone was received for evaluation. The distal assembly was inspected and a bend could be seen in the stainless steel coil segment. The location of the bend was inspected under microscope and a hole in the tecothane layer was discovered running parallel to the stainless steel coils. Bent stainless steel coils were observed at the location of the hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.